Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2012; 419388 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to an infection. It was also reported that vegetation was seen on the patient's right ventricular (rv) lead. A temporary pacing system was placed until the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.